Event description:
The customer reported that the paramedics were called due to his low blood glucose of 28mg/d. The customer stated that the glucose monitor was showing 309mg/dl, but when he got home to check it was 74mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that after eating breakfast and bolusing he was at work when he blacked out. The customer woke in the ambulance and refused to go to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.